Manufacturer narrative:
On 8/16/2019, mentor became aware that the correct suspect medical device was the right side device: 525cc mentor smooth round moderate profile saline catalog: 3501685 lot: 6897725 sn: (B)(4). Mentor also became aware that the patient had undergone bilateral removal and replacement with two unspecified mentor smooth saline breast prostheses. On 8/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: (left) 525cc mentor smooth round moderate profile saline catalog: 3501685 lot: 7302917 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: (right) 525cc mentor smooth round moderate profile saline catalog: 3501685, lot: 6897725, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 525cc mentor smooth round moderate profile saline breast prostheses, suffered unilateral deflation. It was not reported which side was deflated, however, two lot numbers were provided for the same catalog number (left: 7302917-010, right: 6897725-068). Suspect medical device was defaulted to the left side, but if any additional information becomes available, indicating the deflation was on the other side, a supplemental report will be submitted. As a result of the deflation, the patient underwent implant explantation on (B)(6) 2019.